Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was not giving gas readings. No patient harm was reported. Investigation summary: in a related ticket from this facility, ticket 101088, after troubleshooting, the customer reported that the device then displayed "gas device failure". That unit came back to nihon kohden for evaluation. The reported problem was confirmed: the gas unit did not give a reading, but rather displayed "gas device error," "gas device failure," and "gas device error" which are messages displayed on the connected bedside monitor, indicating a faulty gas unit. In that case, the fault was found to be the gas sensor, part number cd-314p. The part was replaced to resolve the issue. The gas sensor cd-314p is a replaceable component. The longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual. As indicated by the manufacturer's previous investigation under ticket 127139, there is no other evidence suggesting predisposition to early failure. The likely cause is lack of on-time preventative maintenance. Due to limited available information regarding routine maintenance, the root cause could not be determined. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the multigas unit was not giving gas readings.

Manufacturer narrative:
The customer reported that their multigas unit is not populating readings. No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their multigas unit is not populating readings.